Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually examined, and functionally tested; and the pump and reservoir were also leak tested. No anomalies were found with the pump and reservoir. For the cylinders, the damages found occurred during explant of the device. Based on the information available and analysis results, no malfunctions were found with the device. Additionally, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU), a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a severe infection with this inflatable penile prosthesis (ipp) as there was ulceration in the penis and wound in scrotum. All components of the device were removed. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a severe infection with this inflatable penile prosthesis (ipp) as there was ulceration in the penis and a wound in scrotum. All components of the device were removed. There were no additional patient complications reported.